Event description:
Information was received indicating that a pump was exhibiting alarming with a smiths medical, cadd medication cassette. It was reported the end user had about 50 mls of veletri left in the cassette. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).